Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported dizziness with mean arterial pressure in the 50s (low) with heart rate in the 40s. No hematoma. Hgb was low. Site did not report any specific cause for the orthostasis hypotension.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline had complications. Patient had episode of orthostatic hyp otension when moved from bed to chair. Patient given 1 l IV fluids and symptoms resolved. It required a prolongation of existing hospitalization. The event resolved on (B)(6) 2024. The event was possibly related to study procedure. Baseline aneurysm characteristics: side (hemisphere): left. Segment of internal carotid artery (ica): c4. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 14.3mm. Aneurysm dome height: 8.6mm. Aneurysm dome width: 14.3mm. Aneurysm neck size: 5.8mm. Parent artery diameter distal to aneurysm: 2.9mm. Parent artery diameter proximal to aneurysm: 3.5mm. Ancillary devices: balt ballast 088 promary guide catheter, phenom plus catheter, phenom 027 catheter.